Event description:
It was reported that during a prostate procedure, the customer reported "fiber loss of efficiency - turning in wrong direction finished by "turp" at 90,000 joules and 5:00 minutes of usage . The case was completed with an alternate procedure (turp). Patient outcome: "no damaged to the patient" was reported. No in jury to the patient reported.